Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain and radiculopathy. It was reported that the implantable neurostimulator (ins) was in overdischarge because the patient did not charge it. The rep performed a trickle charge on the day of the report. They stated that electrodes 0-8, 10, and 13 were out of range. The rep stated that the battery dropped to zero voltage, and they were unable to look at programming. They mentioned that the patient will charge the battery to full and keep it charged. The patient was to call the rep for a follow-up appointment. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the device was reprogrammed. The patient was charging every 3-4 hours since the overdischarge. Electrodes 11, 12, 14, and 15 were the only electrodes available to provide stimulation. The rep said these electrodes may not be enough to provide pain relief. The patient was going to try the settings and follow up in the first part of february. A fall was mentioned that took place 2 years prior to the report. The patient was re-educated on the patient programmer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had a telehealth appointment on (B)(6) 2020 and there was no discussion of surgical intervention at that time. No further complications were reported.

Manufacturer narrative:
Corrected to product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient and the healthcare provider were assessing the present relief and will make a decision about surgical intervention or not in about 6-8 weeks.